Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it is still in use; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If the device is returned at a later date, this report will be updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that ng tube was inserted on (B)(6) 2017 and on (B)(6) 2017 there was resistance during the infusion of the enteral diet. There was no patient injury. The product will not be returned for evaluation as it is still in use.